Manufacturer narrative:
For one (1) of the eight (8) events the transfer cup assembly was returned to the instrument service center (isc) for investigation. Functional testing on the returned cup transfer assembly duplicated the reported event. The most probable cause of the reported event could not be determined possibly due to the problem being intermittent with the 2-way solenoid valve (sv402). Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Field service engineers (fse) evaluated 7 of the 8 cup transfer on the aia-900 analyzers at the customers' sites. One event was evaluated by the fse over-the-phone with the customer. The fses were able to confirm the reported events. The reported events were addressed by either cleaning, replacing, or aligning the cup transfer assemblies. The aia-900 analyzers were repaired and returned to operational status.

Event description:
This report summarizes 8 malfunction events on the aia-900 analyzer. The review of these events indicated that the aia-900 analyzers experienced cup transfer error messages, which caused delayed reporting of critical patient test results. These reports were received from various sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.